Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with no audible patient notifier. It was revealed that the device had been MRI exposed contrary to labeling. The device was functioning acceptably in all other respects and will be followed up normally. No patient consequences were reported.

Event description:
New information noted that patient was asymptomatic before, during, and after clinical followup.